Manufacturer narrative:
Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against the vad; therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the sterility certificate confirmed that the associated device met all requirements for release. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported from literature that was reviewed that one month prior to the onset of the driveline infection, the controller was dropped and there was subsequent driveline site bleeding. The patient experienced erythema and pain in the abdomen as well as leukocytosis. The patient later developed fever, chills and had a four day history of malaise. A computerized tomography (CT) scan of the chest and abdomen was performed to determine the extent of the infection and rule out the involvement of the pump. Discharge from around the driveline was cultured and was methicillin-sensitive staphylococcus aureus positive. The patient subsequently underwent wound debridement under general anesthesia and tissue cultures were performed. The wound was washed with antibiotic saline then packed with antibiotic beads. The wound was closed with the driveline placed in a new location to create a new tract. The patient was also treated with six weeks of systemic antibiotic therapy. A repeat CT approximately two months later showed a significant decrease in collection around the driveline. The patient received a heart transplant fourteen months after the surgery/antibiotic bead placement. It was noted that the wound was well healed with no discharge at the time of transplant.

Manufacturer narrative:
The additional information is based entirely on journal literature. Referenced article: absorbable antibiotic beads for treatment of lvad driveline infections. Artificial organs. 2024;48:559¿566. Doi: (B)(4). Additional products: d1: heartware ventricular assist system ¿ controller d4: model #: / catalog #: / expiration date: / serial or lot#: con099509 d9: no h3: no h4: mfg date: h5: no medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental is being submitted for completion of the investigation. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the pump (B)(6) and controller (B)(6) were not returned for evaluation. This complaint is associated with a clinical adverse event. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Review of the pump's sterility certificate confirmed that the associated device met all requirements for release. Controller log files were not available for analysis. The reported controller drop event could not be confirmed due to insufficient evidence. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported controller drop event can be attributed to the handling of the device. Per the instructions for use, infection and bleeding are known potential complications associated with implantation of a vad. There was no evidence this patient had a history of similar adverse events. Possible factors that may have contributed to this event include physical trauma associated with the reported controller drop event, the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course, including care of the driveline exit site. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a driveline infection. The patient was treated with intravenous (IV) antibiotics. The driveline remains in use. No further patient complications have been reported as a result of this event.